Event description:
The patient was undergoing a coil embolization procedure using a pod4 and another manufacturer's microcatheter. During the procedure, the physician attempted to place a pod4 in a microcatheter; however, the microcatheter kicked back each time the physician advanced the pod4 into the target vessel. The physician removed the pod4 and continued the procedure using ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pod4 pusher assembly was kinked approximately 5.0 cm from the proximal end. The coil was still attached to the pusher assembly. The pet-lock was intact at the proximal end of the pusher assembly. The coil and pusher outer diameter were measured and determined to be within specification. Conclusion: the complaint has been evaluated. The complaint indicates that the pod4 continued to kick the renegade hi-flo microcatheter (a non-penumbra device) out of the vessel. Evaluation of the returned product revealed no product defects. The pusher assembly was kinked in the proximal region however, it appears that this occurred after the procedure as it was not describe in the complaint. The non-penumbra microcatheter was not returned for evaluation therefore, its relationship to the issue could not be determined. The dimensions of the pod4 coil and pusher assembly were measured and found to be within specification. If the microcatheter in use was a compatible size with the coil there should have been no issue with compatibility. Therefore, it was determined that this issue was related to patient anatomy and microcatheter positioning and was not related to any issue with the pod4 device. The pod4 device is 100% functional tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.